Event description:
The pt contacted animas alleging that the pump was intermittently unresponsive to ok button presses. The pt claimed that the ok button would need to be pressed multiple times for the pump to respond. The pt also claimed that sometimes the ok button would stick causing the cursor to scroll. The pt denied that the pump was exposed to water. She also denied any keypad peeling.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to contrast button presses. The keypad was removed and adhesive/contamination was observed under the button contacts intermitting keypad presses. The pump responded to hard presses of the ok button.